Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18834. It was reported the patient's leads had migrated. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that on patient underwent a surgical procedure on (B)(6) 2021 in which the leads were explanted, and only one was replaced.